Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this patient's left hip was revised approximately 1 year post op. Surgeon revised the femoral head and acetabular components. Reason for the revision was not reported. No further information available.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.